Manufacturer narrative:
(B)(4). Event details and reported issue was unclear until customer response email was received on (B)(6) 2015. Any additional information received from the customer will be included in a follow up report. (B)(4). Result of investigation: service technician was unable to duplicate customer reported problem. Unit was powered on with a known good ac adapter, a known good test lung and a known good circuit connected. Unit powered on and boot up with no abnormalities. Unit passed 65.5 hours of extended bench testing at customer's setting. Fio2 testing was verified and passed. Unit passed initial final test and passed initial alarm volume test with no alarm conditions.

Event description:
The customer reported while in use the model palmtop ventilator (ptv) revel oxygen concentration appears to off, however there are questions about the on board tank that was in use and the patient's sats started to drop while on vent. Per customer email (B)(6) 2015 patient saturation dropped out of the normal range.